Event description:
The operator did not succeed to use correclty the drill, which led to a drilling with too large diameter. A second introduction hole has been made to secure the bolt of the icp catheter correctly into the skull.

Manufacturer narrative:
This initial report is a combined report (initial and final). The case is closed for us.